Event description:
Caller reported a recurring occlusion alarm issue with their insulin pump. Despite troubleshooting steps, such as disconnecting and changing the tubing and delivering boluses, the occlusion alarm recurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on various troubleshooting steps and concluded that the best course of action was to replace the pump.